Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The device was explanted, however it was sent to (B)(6). It will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The cause of death was due to obstructed inflow cannula within the left ventricular apex. There was a myocardial overgrowth with approximately 70% narrowing of the inflow cannula opening by overlying trabeculae. The patent's inr was 3.4 a week prior to the event. The patient's heart with the pump attached was sent to (B)(6).

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported flow issues and suspected inflow cannula obstruction could not be confirmed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.